Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High v-sic (short interval counts) are observed with 1749 counts on the lifetime counter, 479 of these counts occurring since the (B)(6) 2008. High sic can indicate the presence of noise or intermittency in the system. Multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2009. (Two episodes nst, 1 episode vf).

Event description:
Performance data regarding the device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information regarding this event. The device remains in use. No patient complications have been reported as a result of this event.